Event description:
It was reported the pt experienced discomfort at the ipg site. It was also reported the pt went to the emergency room due to cellulitis at the ipg pocket site. The pt was prescribed clindamycin at that time. The physician stated the site is healing and is free of infection. The physician does not believe the pt had cellulitis. The physician believes the pt had a reaction to the vancomycin that was placed in the pocket during the implant. The pt will follow-up with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.